Event description:
It was reported that a pt had a hypotension and low blood o2 saturation when the nurse called the doctor. In the room the monitor reportedly alarmed and the blood pressure had a value of ca 65mmhg; the displayed blood o2-saturation was a bit higher than 70%. Reportedly the evita has not alarmed; the curve showed very short inspirations with a sharp pressure rise. The pt was disconnected from the ventilation and was bagged manually what could be conducted without resistance. In the meantime in consideration of the pressure curve an emd occurred. Reportedly a massage was started and 1 mg adrenalin in vitro was applied; after a few minutes (3-5) rocs (return of spontaneous circulation) was reached. The pt was reportedly reconnected to the evita showing a curve with short inspirations and sharp pressure rises again. The device measured a tidal volume of ca 100ml. This time the evita reportedly has alarmed.

Manufacturer narrative:
The reported symptom looked like a blocked tube. The investigation is still ongoing. The results will be submitted in a f/u report.